Event description:
On (B)(6) 2017 the reporter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch select simple meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began approximately one month prior to contacting lfs. The reporter stated that the patient obtained a blood glucose reading of ¿above 500mg/dl¿ on the subject meter. The patient manages their diabetes with self-adjusted insulin. The reporter stated that the patient increased their usual dose of novo insulin from 18 to 27 units before breakfast and lunch, then increased 8 to 10 units before dinner. The reporter was unsure of the exact timing of events but stated that the patient developed a symptom of sweating. At the time of troubleshooting the cca walked the reporter through a control solution test. The products failed testing with results outside the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after administering an increased dose of insulin in response to elevated blood glucose readings.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.